Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the anterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 10 atmospheres for 20 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
The device was returned for evaluation. The outer shaft, inner shaft, balloon, and tip were examined both visually and microscopically, with no damage observed. Functional testing of the balloon was performed by inflating it to the rated burst pressure, and it successfully maintained pressure. Examination of the remainder of the device revealed no additional damage or irregularities. Based on the analysis, the reported balloon rupture could not be confirmed.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the anterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 10 atmospheres for 20 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.